Manufacturer narrative:
Visual evaluation: device photograph(s), for the device related to the reported event of rupture was requested on march 20, 2024. It is not possible to determine, the lot number or catalog number through the photos provided. Visual analysis of the photographs identified. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, "right side rupture and exchange". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "right side rupture and exchange." This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.